Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the fse discovered that the cardiosave intra-aortic balloon pump (iabp) had damaged wheels due to the unit being dropped. There was no patient involvemen.

Manufacturer narrative:
Additional point of contact - name: (B)(6), occupation: biomedical engineer, email: (B)(6) , contact: (B)(6). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the assembly wheels to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.